Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that during a poly tibia, surgeon was using an all poly punch and had an anterior fracture on tibia when using punch. Changed from all poly to universal baseplate.

Manufacturer narrative:
An event regarding intra-operative bone fracture involving a triathlon all poly tibia keel punch was reported. The event was confirmed. It was reported that the patient had sclerotic bone. Two post-operative records were provided and reviewed by a consulting clinical who indicated no abnormalities were noted and x-rays appear to be normal. A review of device history records indicate all devices accepted into final stock conformed to specification. Complaint history review indicated there have been no similar previous reported events. Based on the information provided at the time of investigation, it is believed that no product non-conformance exists and the design is adequate. At this time it is believed the primary root cause can be attributed to patient factors.

Event description:
It was reported that during a poly tibia, surgeon was using an all poly punch and had an anterior fracture on tibia when using punch. Changed from all poly to universal baseplate.